Event description:
It was reported when trying to print reports, error said, "disk space for printing reports is full". Also when doing session sync, it said "unable to save session data on programmer". The error message during troubleshooting indicated that the programmer was overheating. Programmer was shut down for a few minutes and then restarted. Interrogation of a pacemaker was tried and got "serious programmer problem". The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to reproduce the reported error during functional testing (programmer passed console tests), however the error was confirmed during review of the programmer error logs; hard drive was reconfigured and software reloaded to resolve issue. (B)(4).